Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) showed five months remaining during recent device check. However, one month ago, the device showed nine months and delivered shock. Boston scientific technical services (ts) noted that device had higher outputs programmed for right ventricular (rv) and left ventricular (lv) and so not entirely unexpected. Ts suggested to check device via latitude within 2-4 weeks as it takes this long for device to catch up to any changes. Ts noted that calculation for longevity provided by the device is the most accurate. The crt-d remains in service . No adverse patient effects were reported. Additional information received indicated that there was no confirmed anomaly with this cardiac resynchronization therapy defibrillator (crt-d). Further, there were no actions taken at that time of event. This crt-d was explanted due to normal battery depletion (nbd). No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the device passed labeled longevity calculation. It was confirmed that the device was functioning normally and no problem was detected.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) showed five months remaining during recent device check. However, one month ago, the device showed nine months and delivered shock. Boston scientific technical services (ts) noted that device had higher outputs programmed for right ventricular (rv) and left ventricular (lv) and so not entirely unexpected. Ts suggested to check device via latitude within 2-4 weeks as it takes this long for device to catch up to any changes. Ts noted that calculation for longevity provided by the device is the most accurate. The crt-d remains in service . No adverse patient effects were reported.